Manufacturer narrative:
Other relevant device(s) are: enbf3620c145e , s/n: (B)(4); use by date: 2014-04-03; upn # (B)(4), medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in an endurant stent graft during the endovascular treatment of an 61mm abdominal aortic aneurysm. The aortic neck length was observed to be 20mm in length, with an aortic diameter of 17.67mm at 1mm, 16.8mm at 10mm, 17.67 at 15mm and 18.39 at 20mm below the lowest renal artery. The proximal aortic neck angle was 80 degrees. Three endoanchors were implanted due to a concern for late failure. It was reported that approximately 6 years post index procedure, the patient experienced pulmonary issues, specifically hypoxemia. The event relationship was determined to be uncertain. The patient was given oxygen at home as treatment. The event was resolved. No additional clinical sequelae were reported.